Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france): bolus while administrating noradrenaline

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the history log files were read out and analyzed. The log files revealed that the pump was not in use on the day of event. Thereupon the sample was subjected to a visual and functional examination. The device was contaminated and showed some external damages. A functional test was performed successfully. The bolus function was given. Besides it was detected that the drive head was too loose. Inside the device a bent drive head was detected. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made.